Event description:
Our sales rep attended a numelock case which was reported that the item (B)(6) was opened, but inside the packaging was item (B)(6) lot n15775. The surgeon used a shorter plate and reported that there were no complications. There was no delay in time due to the fact that the complete numelock set was in theatre.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.